Event description:
According to rptr rotaglide is an FDA approved device for use in rotablator procedures to remove plaques from coronary arteries. The product is approved as a device even though it is in an egg-based solution similar to lipid solutions. The "device" is diluted in normal saline and is infused into the rotablator as it works its way through the plaque. The solution is "thug" in the pt circulation. There is a tremendous risk to the pt from an allergic reaction if they are egg allergic. Since this was approved as a device, there is no drug info as to the stability of this "device" in solution, no info as to any possible side effects, any other precautions. Rptr asks how this ever got approved as a device. Rptr states that this is a drug.